Event description:
It was reported that the patient experienced fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia while using the ilet, including a reported high glucose of 400 mg/dl without symptoms and a low glucose of 67 mg/dl with disorientation, in the context of meal announcements that did not match larger-than-usual carbohydrate intake and recent target adjustments by the clinician. Symptoms included disorientation during the hypoglycemic event. Outcomes included self-treatment with oral glucose. Troubleshooting and education were provided, including guidance on using higher meal announcements for larger meals and an offer for additional training and review. Investigation included technical support review, user education, and assessment of use patterns. Investigation of this case revealed user-related factors associated with meal announcement mismatch with actual carbohydrate intake. It was concluded that the device functioned as designed and that the event was related to use conditions rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.